Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako partial knee patient. After registering the patients femoral and tibial anatomy and proceeding to the femoral and tibial tracking part of the workflow, this tibial bone model was not in the mako planning screen, there was just a floating computer generated tibial component. Scrutinization of the screen showed the tibial component was proud appx 10,000mm from the bone surface, I lowered the component back to the original plan of 4mm but when accepting the change the component then doubled to over 20,000mm. I repeated the same process again and the number then doubled again to over 40,000mm. At this point we the procedure was stopped. The mako software was exited and restarted and the same problem presented. Mako helpline was called and recommendation was to restart the patient plan from the beginning. A full fresh restart of the patient plan was started and there for adding appx 20 minutes onto the surgical time due to having to re register the patients landmarks, anatomy, and pose captures of the leg. Once this was complete the procedure planned was executed. I will be obtaining the relevant data and logs from the robot and sending to the us.

Event description:
Mako partial knee patient. After registering the patients femoral and tibial anatomy and proceeding to the femoral and tibial tracking part of the workflow, this tibial bone model was not in the mako planning screen, there was just a floating computer generated tibial component. Scrutinization of the screen showed the tibial component was proud appx 10,000mm from the bone surface, I lowered the component back to the original plan of 4mm but when accepting the change the component then doubled to over 20,000mm. I repeated the same process again and the number then doubled again to over 40,000mm. At this point when the procedure was stopped. The mako software was exited and restarted and the same problem presented. Mako helpline was called and recommendation was to restart the patient plan from the beginning. A full fresh restart of the patient plan was started and there for adding appx 20 minutes onto the surgical time due to having to re register the patients landmarks, anatomy, and pose captures of the leg. Once this was complete the procedure planned was executed. I will be obtaining the relevant data and logs from the robot and sending to the us.

Manufacturer narrative:
Reported event: an event regarding auto increasing distance to bone tibia implant involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding auto increasing distance to bone tibia implant. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided after three communication attempts were made. Device not returned.